Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Additionally, healthcare professional reported and confirmed capsular contracture, baker grade IV. Device has been explanted and discarded after surgery.